Event description:
It was reported that during the procedure, this right ventricular (rv) lead was exhibiting loss of capture, high, out of range impedances of 2500 ohms, and high capture thresholds. The lead was adjusted and tested multiple times; however, there was no improvement in lead parameters. This lead was exchanged for a new one to complete the procedure with normal parameters observed. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead was exhibiting loss of capture, high, out of range impedances of 2500 ohms, and high capture thresholds. The lead was adjusted and tested multiple times; however, there was no improvement in lead parameters. This lead was exchanged for a new one to complete the procedure with normal parameters observed. No adverse patient effects were reported. This lead was received for analysis.